Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that when standing at the kitchen sink or doing a chore the patient's bladder automatically empties itself without any warning at all. The issue started a couple months ago. He called the clinic and they said to call patient services to adjust the setting. Walked caller through checking his settings and he was on program 6 at 2. 8 ma. Patient increased the stimulation to 3. 0 ma and said it didn't hurt. Patient will maintain stimulation level and will continue to track symptoms. Additional information was received from the patient who stated that the cause of patient's bladder automatically emptying without warning was unclear, but once they changed the setting it appears to have helped. The patient plans to monitor and call back if additional assistance is needed. Additional information was received from the patient. Patient called back reiterating similar concerns. Patient reported that they have been experiencing an electric stinging going through their penis and that t hey need to change their stimulation settings. Patient stated that their symptoms have been going on a while but they have gotten worse. Patient stated when they have to go, they really have to go, and sometimes it just comes out. Agent assisted patient in making stimulation adjustments. Patient stated that their pain went away. Patient will continue to monitor symptoms and follow up with hcp if needed. Stimulation confirmed and comfortable.

Event description:
Additional information was received from the patient. It was reported that the cause of the patient's bladder automatically emptying itself without warning was determined to be because the device setting was too low. Patient stated they will contact the rep to aid resolve the issue. Issue has not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for the call was the caller reported a stim therapy issue; they think they need to adjust stimulation because they have a leakage when they urinate, which started about 2 weeks ago. The caller stated it only happens after they have finished urinating. The agent walked the caller through increasing stimulation. The caller confirmed feeling stimulation comfortably in the bike seat region. The patient will monitor symptoms now that the change was made and will follow up with the doctor if they don't resolve.